Event description:
Additional information indicated the physician plans to continue using this lead because it captures normally.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that there was loss of capture. It was noted that the patient was not pacer dependent. A revision procedure was performed and the device was explanted. The lv lead was surgically abandoned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, this device has not been returned. If additional infomation is received, this report will be updated.

Event description:
Additional information indicated that this device was explanted and returned for analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed intermittent high pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) lead. It was noted a few months ago, an echocardiogram was performed and no lead issues were noted. Technical services (ts) discussed there may be a lead problem, such as a fracture ,which could be a crush, pinch, or insulation issue. Ts discussed programming different lv pacing vector to see if this can resolve lv impedance issue. Ts also discussed pulling up lv egm to see if there is any noise on lead. The lv pace counters matched the rv pace counters, so it did not appear that something like noise was affecting lv timing. No adverse patient effects were reported.